Event description:
Account reports difficulty in removing the male adapter from the central lines and PICC lines. State they change the sets every 24hrs and swab the connection of the t-connector to the central line with betadine and/or alcohol before removing. They have had 4-5 incidents in which they have been unable to separate the set from the line and when they use a hemostat, the adapter breaks off in the line. They have had to remove the lines and in some cases they have had to replace the lines. Replacing the lines means add'l "surgery" with anesthesia and intubation. No samples available.